Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va11d1x, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the interstim therapy helped a little at first but about after being implanted, it was not helping them target the symptoms at all. Patient had a loss of symptoms control. Patient further reported that the healthcare professional (hcp) found that only 1 of the 4 lead contacts were working. Patient has not had any falls or trauma. Patient has also had programming adjustments but that didn't help. Patient redirected to follow up with their hcp. No further complications were reported.